Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient needed to increase stimulation to feel any stimulation. It was noted that once it had been turned up high enough to feel, the stimulation was really strong. It was reported the patient could then turn stimulation down and feel it again. It was noted the event had happened four times in two weeks. It was reported the patient was feeling stimulation comfortably at the time of the report. It was noted there were no falls or trauma associated with the event. It was reported the event was not related to position or environment and occurred ¿just standing.¿ it was noted the electrode impedances were greater than 3,600. It was reported the group impedances were in range of 629 to 695. It was noted that when the group impedances were checked the patient felt a little shock. It was reported the patient had an appointment scheduled for (B)(6) 2013. It was reported there were no diagnostics performed on the device. It was noted there were no malfunctions seen and the cause of the issue was not determined. It was reported there was no intervention taken or planned. It was noted the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 377745, lot# v004934, implanted: (B)(6) 2006, product type: lead. Product ID: 377745, lot# n0040455, implanted: (B)(6) 2006, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information received reported that about 6 months prior to the report, the patient¿s stimulation ¿started acting crazy.¿ it was noted that the patient would increase stimulation, but wouldn¿t feel any change and then would get shocked. The patient was programmed 2 months prior to the report and the issue wasn¿t occurring very much at that time. It was noted that the patient was fine for about a month and then 2.5-3 weeks prior to the report, ¿it started acting crazy again.¿ it was noted that if the patient leaned to the left, she lost stimulation and then if she changed positions, the stimulation would come on again. It was noted that this didn¿t happen before. No report of a fall or trauma. A CT scan of the leads was performed 4-5 months prior to the report and everything was fine. It was noted that the patient had high impedances on one electrode on one side and 2 electrodes on the other, but these were not used in programming.

Event description:
Additional information received reported the patient was instructed to contact the manufacturing representative if the programming was unsuccessful. It was noted the manufacturing representative had not been contacted by the patient or their healthcare professional. It was further noted the manufacturing representative had not appointment scheduled with the patient.